Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 9 mm. The distal end of the stent has been released and is stuck between the distal end of the outer shaft and the distal radiopaque marker. The outer shaft is kinked and compressed at several locations, indicating that the outer shaft has been forcefully pushed and pulled. Outside of the deformed zones the diameter of the retractable outer shaft complies with the specification. At the handle the locking tab is still in position. Review of the production documentation confirmed that the instrument was manufactured according the specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection and the outer shaft diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the corresponding if advises the user to exercise care during handling to reduce the possibility of releasing the stent prematurely, accidental breakage, bending or kinking of the catheter shaft. Please also note that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a splenic artery aneurysm. The device was introduces but resistance was felt while lesion crossing. After withdrawal the stent was slightly opened even the safety tap was not removed. Another device was used to complete the intervention.